Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that they were having trouble hearing the beeps. Customer's blood glucose value was unknown. The insulin pump did not beep during the tone test. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm or audio/vibrate anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unrespecting restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.